Event description:
It was reported that the home patient (hp) saw air bubbles in the line while performing automated peritoneal dialysis (apd) therapy on the homechoice (hc) device during fill 1 of 4, while the hp was connected. The patient line was fully primed when the hp connected, and all bags were properly connected. The technical service representative (tsr) advised the hp to start over with new supplies, assisted the hp with removing the cassette, and assisted the hp in ending therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.